Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was to be used during an esophageal stenting procedure performed on (B)(6) 2009. According to the complainant, during preparation when the stent was introduced into the catheter a fold occurred. A second attempt at setting up the device was made with the same result. The procedure was completed with another polyflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).